Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One twist ha 3.25mmx10mm (2130) was returned for investigation with its packaging. Visual inspection of the as returned product identified the device was returned with its outer box and inner vial. The sterile barrier was broken. The implant was separated from the mount with no signs of use on the product. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The conditions of the product when they first reached the customer are unknown. The device was reported during initial use. The customer did not provide any pictures or evidence. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant dropped on the floor when he was attempting to remove it from the vial because the implant and mount was not firmly assembled. Another implant was placed. The reported device was returned and the reported complaint could not be verified as the conditions of the product when it was received by the customer are unknown. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email address unknown / not provided.

Event description:
It was reported that the implant dropped on the floor when he was attempting to remove it from the vial. Because the implant and mount was not firmly assembled. Another implant was placed.